Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n523371, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was being treated with baclofen intrathecal (dose, concentration, and type were unknown to the reporter; the lot # was unable to be obtained). The patient's indication for use was intractable spasticity and post spinal cord injury. The patient's medical history and concomitant medications were not provided. On (B)(6)2015 the patient presented to their healthcare provider's office with blood and pus draining from the pump pocket. It was unknown what led to the event. No troubleshooting or interventions/actions were performed, and the physician had notified the company representative that the entire pump system would be removed on (B)(6) 2015. The issue had not resolved as of the date of this report. The patient's status was reported as "alive - no injury." Additional information has been requested regarding the drug information and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-12, additional information was received from a healthcare professional (hcp). The patient came in on (B)(6) 2015 for a refill and everything looked okay. The next note was from (B)(6) 2015 which stated that the patient¿s pump pocket and incision was infected. The patient was being admitted to the hospital for pump removal, which took place on (B)(6) 2015. The hcp didn¿t know the cause for sure and was not sure if anything was cultured as the rest of the patient¿s care took place at the hospital and they did not have access to those records.